Event description:
Pt was implanted with a right femoral nail and screw construct on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt complained of painful hardware. Surgeon removed all hardware and pt was not revised with any additional hardware. Pt's fracture healed. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.